Event description:
Received information stating customer received an altitude alarm. Reportedly, customer was at the beach and the pump may have gotten wet while being worn in a case. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.